Event description:
In an article titled "kyphoplasty in patients with multiple myeloma a retrospective comparative pilot study" , a retrospective study of 73 myeloma patients compares clinical and radiomorphological outcomes up to 2 years after additional kyphoplasty, radiation therapy or systemic treatment only. The following was reported in the results. -one patient with a dorsal leakage requiring revision surgery. Neurological symptoms and pain resolved after hemilaminectomy and rem oval of the intraspinal cement. -revision surgery was also performed in one asymptomatic patient with spinal stenosis revealed on postoperative MRI (i.e. Major complications in 1.8% of kyphoplasty treated vertebrae). No further information was reported.

Manufacturer narrative:
(B)(6). Report source: article titled "kyphoplasty in patients with multiple myeloma a retrospective comparative pilot study", by christian kasperk, md, phd, andreas haas, md, jens hillengass, md, christel weiss, phd, kai neben, md, phd, hartmut goldschmidt, md, phd, ulrike sommer, ms, peter nawroth, md, phd, peter-ju¨ rgen meeder, md, phd, bernd wiedenho¨ fer, md, phd, gerhard schmidmaier, md, phd, michael tanner, md, dirk neuhof, md, phd, gerd no¨ ldge, md, phd, and ingo a. Grafe, md. Eval method: follow-up with author events reported in this article are reported in MFR report# 2953769-2011-00140 and 2953769-2011-00141.